Event description:
A doctor reported postoperative endophthalmitis following an intraocular lens (iol) implant procedure. The patient was referred to another facility where the lens was explanted and replaced with a different iol with suture fixation. The sample is not available for return.

Event description:
Additional information was provided that the patient also experienced hyperemia and keratic precipitates. Anterior chamber wash out and vitreous perfusion were performed . Symptoms recovered after surgical treatment. The clinical judgment of the inflammation was considered to be infectious.

Manufacturer narrative:
Evaluation summary: the product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(6) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(6) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in japan. Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals.

Event description:
Bacterium inspection was not performed.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).